Event description:
The customer received three potassium patient results that did not match when repeated on the same cobas 6000 c501 analyzer. Patient 1, initial potassium result was 5.8 mmol/l (accompanied by a data flag). The sample repeated gave 4.5 mmol/l. Patient 2, initial potassium result was 5.37 mmol/l (accompanied by a data flag). The sample repeated gave 4.4 mmol/l. Patient 3, initial potassium result was 5.81 mmol/l (accompanied by a data flag). The sample repeated gave 4.4 mmol/l. The initial results were reported outside the laboratory and corrected reports were sent out. No adverse events were alleged due to the reported results. The potassium electrode lot number was not provided.

Manufacturer narrative:
The field service representative was unable to determine the cause of the discrepancies. He confirmed consistency of the samples loaded onto the instrument. He confirmed successful potassium precision checks on the instrument and observed analyzer operation.

Event description:
The facility representative reported a flo-gard infusion pump with a condition of an occlusion upon power-up. This condition may be a false occlusion alarm. No patient injury or medical intervention was reported. No additional information is available at this time.